Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced chest pain coincident with automated peritoneal dialysis therapy. The event occurred during dwell four of four. The patient was connected to the homechoice device at the time of the event. The cause of the event was not reported. It was reported the patient went to the hospital for the event but it was not verified if the patient was hospitalized for the event. Treatment for the event was not reported. At the time this report was received, peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device evaluation could not be completed. Should additional relevant information become available, a supplemental report will be submitted.